Manufacturer narrative:
The recipient was reportedly prescribed doxycycline for a week. The recipient's swelling and infection resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding the affected device details were unsuccessful. No further information will be provided. This is the final report.

Event description:
The recipient is reportedly experiencing recurrent fluid around the implant. The recipient was given augmentin, however, the issue did not resolve. The recipient was recommended allergy testing.